Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The report is of a small dissection during a stenting procedure. The pt is a male. The indication for the index procedure is stable angina pectoris. The target lesions were the posterior descending artery (pda) and the proximal right coronary artery (rca). The pda was 2.5mm in diameter and the lesion was 12mm in length. Pre-procedure stenosis was 95%. The lesion was de novo, with irregular contour and moderate tortuosity. The lesion was pre-dilated with a 2.5 x 14mm balloon at 6atm. Two stents were implanted, overlapping. A cra18250 was deployed at 14atm. A dissection type a occurred proximal to the stent and was treated by a stent (inflation pressure was 12atm). Post-procedure stenosis was 0%. The prox rca was 3.5mm in diameter and the lesion length was 16mm. Pre-procedure stenosis was 95%. The lesion was de novo, irregular contour, and an angulation of >45 degrees and <90 degrees. The lesion was pre-dilated with a 2.5 x 14mm balloon at 14atm. A cra23350 was deployed at 16atm. The pt was discharged the same day. There were no signs of ischemia.